Manufacturer narrative:
A visual inspection of the returned sample revealed a small crack present at the side of the female luer adaptor of the maxzero product. The returned sample was then subjected to pressure testing in order to replicate the customer's experience; leakage was observed from the crack on the female luer adaptor. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards.

Event description:
It was reported that the bd maxzero¿ needleless connector experienced leakage. The following information was provided by the initial reporter: "the hcp did a regular flush and confirmed leakage from the connection between mz1000 and PICC.